Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. Pentax video colonoscope model ec38-i10cf is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary: it was caused due to a condensation of moisture in the cmos unit by changing the temperature outside of the endoscope. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. Foggy image. When water flows out from the endoscope tip, the fog appears in the image.